Manufacturer narrative:
Examination of the returned devices confirms the reported event of insert disassociation. The disassociated metal insert was returned for evaluation. A complaint database search on the provided product code family showed similar reports for damage/cracking and disassociation of the metal inserts. Previous reports found the use of a contraindicated cleaning chemical, as suspected root causes. Although a definitive root cause is not known, the use of contraindicated chemicals (non-compliant to cleaning guidelines), may lead to weakening of the material, as seen in the returned device. Based on the inability to determine a specific root cause, a need for corrective action is not indicated. Continue to monitor via (B)(4). Depuy considers the investigation closed at this time. Should the additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.(B)(4).if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Metal location ring has come out of shim.

Manufacturer narrative:
The device associated with this report was not returned. Follow up communication for product return was unsuccessful. The investigation could not verify or identify any product contribution to the reported event with the information provided as the reported device was not returned for evaluation. Based on the inability to identify root cause, the need for corrective action was not indicated. Continue to monitor via (B)(4). Depuy considers the investigation closed at this time. Should the additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
Device available for evaluation the investigation has been reopened due to receiving device for evaluation. Depuy will notify the FDA when the investigation is complete.